Manufacturer narrative:
Per tandem¿s t:slim user guide: ¿check that your luer-lock connection between the cartridge tubing and the infusion set tubing is tight and secure.¿ the product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the fill tubing needed more insulin than normal. During troubleshooting with tandem's technical support, the customer disconnected the luer lock connection and reconnected it. The customer was able to see drips of insulin after the tubing was reconnected. The customer's blood glucose level was not impacted.